Event description:
It was reported the patient was diagnosed with repetitive inflammation with no signs of infection. The system had been replaced one year ago. Most recently, a granuloma at the connection (leads-extensions) had been observed. A histological examination of the granuloma showed "doppelt lichtbrechendes material" (translated as "double light refractory material?") Which according to the physician indicates an allergic response. The patient had "antibakterielle therapie" (translated as "antibiotic therapy?"). The patient status was ok.